Manufacturer narrative:
Analysis is taken form a trending report of evaluation or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated pt displayed breakdown under mass and border. No additional information was provided and pt outcome was not reported.